Event description:
Customer states: prior to use on a pt during performing pre-test with the distal part of tube slightly bent, a doctor confirmed the evacuation failure of the cuff. Customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.